Manufacturer narrative:
The hill-rom technician found bed was not zeroed prior to placing patient. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed out the bed and in-serviced the staff to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom the account alleged the bed exit alarm was not working. The bed was located at the account in the hall. There was no patient/user injury reported. (B)(4)